Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient was feeling dizzy and started to sit, then he passed out. The cgm reading was 151 mg/dl when he was found unconscious. The patient was treated with nasal glucagon spray. The parent took him to the hospital. No information of how long patient was unconscious. At the hospital, they took a bg reading which was 96 mg/dl and the bg reading was 250 mg/dl. He was treated with IV glucose and saline. They performed a spin and head MRI (magnetic resonance imaging) with contrast. The patient was feeling loss of his legs for a little bit and minor head and back pain. The patient stayed overnight at the hospital. At the time of the report the patient was feeling better, but still a little bit sore. Although it was reported that the patient stayed overnight in the hospital, the length of time in the hospital (less than or more than 24 hours) is unknown. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient passed out. The reported glucose values fall within the c zone of the parkes error grid at the hospital. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
At the hospital, they took a bg reading which was 96 mg/dl and the cgm reading was 250 mg/dl.